Manufacturer narrative:
The driver was not returned for evaluation. Review of device history record confirmed the instrument was manufactured to specification requirements. Without a product sample, we are unable to confirm the reported issue or identify the root cause. No definitive conclusions can be made as to the cause of tip breakage. However, a CAPA was implemented which addressed tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
The instruments` tips broke.